Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that the patient with a 31 mm mitral pericardial valve, implanted approximately ten (10) years, and three (3) month, expired due to kidney cancer. The surgeon commented that ¿there was no causal relation between the event and these devices¿. The mitral valve was originally implanted for mitral valve replacement to correct mitral regurgitation. After an implant duration of approximately seven (7) years, mitral stenosis was detected. After an implant duration of approximately ten (10) years, and three (3) months, percutaneous transluminal mitral commissurotomy was performed to treat mitral stenosis. After that, the patient expired due to kidney cancer. The device was not returned for evaluation as it was explanted at autopsy for a pathological examination at the hospital. The condition of the explanted valve was reported as ¿there was no calcification on the leaflets, but thickened leaflets were observed, and also there were a lot of infiltrating cholestyramine observed."

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.